Event description:
The healthcare provider confirmed that the ins was explanted. It was unclear which ins the hcp was talking about. The device manufacturer registration system did not show that this ins was replaced. The patient experienced no signs/symptoms. The patient outcome was noted as no injury.

Event description:
It was reported that following a replacement surgery (see MFR report # 3004209178-2012-10912 and MFR report # 3004209178-2012-10915), a new device was implanted and impedance readings for electrodes 0 and 2 were low at 10 ohms. The reporter stated that post-operative stimulation was ramped up and the patient reported some paresthesia which dissipated after a few moments. It was reported that the patient's programming used the 0 electrode and the case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3389s-40, lot# v029643, implanted: (B)(6) 2007, product type: lead. Product ID 3389s-40, lot# v022480, implanted: (B)(6) 2007, product type: lead. (B)(4).